Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test, prime fill anomaly or unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratched screen impairs visibility especially in the sun, pump had rejected new battery, insulin squirting during priming and received random no insulin delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.